Event description:
It was reported that the device was explanted due to two pors (power on resets) that occurred from an unknown cause. No patient complications were reported as a result of this event.